Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction mentioned in b5, the following were noted: due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; the bending section cover had a scratch and was dirty; the adhesive on the bending section cover had a chip, a crack, and was dirty; the plastic distal end cover had a scratch; and the connecting tube had a scratch and a dent. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, but it is not known if the nozzle was wiped/brushed, or the nozzle was flushed with a detergent solution during reprocessing. The customer reported unspecified abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer initially reported air bubbles cannot be removed from the lens of the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter clogging in nozzle.